Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the graft. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: adverse reactions. Potential complications which may occur with any surgical procedure involving a vascular prosthesis include, but are not limited to: disruption or tearing of the suture line, graft, and/or host vessel; suture hole bleeding; graft redundancy; thrombosis, embolic events, occlusion or stenosis; ultrafiltration; seroma formation; swelling of the implanted limb; formation of hematoma or pseudoaneurysm; infection; aneurysm/dilation; blood leakage; hemorrhage; steal syndrome; and/or skin erosion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 49 days post conduit implant, the subject experienced a thrombosis of vascular access of moderate intensity and stenosis of vascular access of moderate intensity. Approximately 50 days post conduit implant, an angiogram, angioplasty and thrombectomy were performed. Prior to the procedures arterial stenosis was 60% and venous stenosis was 80%. Post procedure results noted arterial and venous stenosis 20% with good flow. That same day, the events were considered resolved. Approximately 150 days post conduit implant, the subject experienced a thrombosis of vascular access of moderate intensity and stenosis of vascular access of moderate intensity. The subject underwent an access angiogram, angioplasty and thrombectomy. Following these procedures, a post procedural arteriogram showed no evidence of any arterial embolus and final angiogram demonstrated good flow. Both events were considered resolved that same day. Approximately 345 days post conduit implant, the subject experienced a thrombosis of vascular access of moderate intensity. On the same day, a thrombectomy was performed revealing an 80 % stenosis at the venous anastomosis treated with balloon angioplasty. An 80 % stenosis of the left subclavian vein was treated with balloon angioplasty. On the same day, the event was considered resolved. New information: it was reported that approximately 161 days post conduit implant, the subject experienced a thrombosis of vascular access of moderate intensity; stenosis of vascular access of moderate intensity at the venous anastomosis; and stenosis of vascular access of moderate intensity at the central vein. The subject was scheduled to have hemodialysis but it was unable to be done due to a clotted graft. Approximately 162 days post conduit implant, the subject underwent an outpatient access angiogram, thrombectomy and angioplasty. An angiogram revealed a 60% stenosis in the left subclavian vein, normal superior vena cava, no abnormalities in the draining veins, and an 80% stenosis at the venous anastomosis. Following these procedures, a post procedural arteriogram showed no evidence of any arterial embolus and a final angiogram demonstrated good flow. The events were considered resolved that same day. Approximately 182 days post conduit implant, the subject experienced a thrombosis of vascular access of moderate intensity and stenosis of vascular access of moderate intensity. The subject was referred from the hemodialysis unit for a thrombectomy due to the clotted graft and the procedure was scheduled for the following day. Approximately 183 days post conduit implant, the subject underwent an outpatient access angiogram, thrombectomy and angioplasty. An angiogram revealed no stenosis in the central veins, normal superior vena cava, no abnormalities in the draining veins, and an 80% stenosis at the venous anastomosis. Following these procedures, a post procedural arteriogram showed no evidence of any arterial embolus and a final angiogram demonstrated good flow. The events were considered resolved that same day. Approximately 191 days post conduit implant, the subject experienced a thrombosis of vascular access of moderate intensity; stenosis of vascular access of moderate intensity at the venous anastomosis; and stenosis of vascular access of moderate intensity at the central vein. The subject was scheduled to have hemodialysis but it was unable to be done due to a clotted study conduit. The subject underwent an outpatient access angiogram, thrombectomy and angioplasty the same day. An angiogram revealed an 80% stenosis in the right subclavian vein, normal superior vena cava, no abnormalities in the draining veins, and an 80% stenosis at the venous anastomosis. Following these procedures, a post procedural arteriogram showed no evidence of any arterial embolus and a final angiogram demonstrated good flow. The events were considered resolved that same day. Approximately 208 days post conduit implant, the subject¿s access was found to be clotted at hemodialysis and he was referred to the site. Approximately 209 days post conduit implant, the subject experienced a thrombosis of vascular access of moderate intensity; stenosis of vascular access (intensity: moderate) at the venous anastomosis, stenosis of vascular access (intensity: moderate) at the arterial anastomosis, and stenosis of vascular access (intensity: moderate) at the central vein. The subject underwent an outpatient access angiogram, thrombectomy and angioplasty. An angiogram revealed an 80% stenosis in the left subclavian vein, normal superior vena cava, no abnormalities in the draining veins, and an 80% stenosis at the venous anastomosis. Following these procedures, a post procedural arteriogram showed no evidence of any arterial embolus and a final angiogram demonstrated good flow. The events were considered resolved that same day.

Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 49 days post conduit implant, the subject experienced a thrombosis of vascular access of moderate intensity and stenosis of vascular access of moderate intensity. Approximately 50 days post conduit implant, an angiogram, angioplasty and thrombectomy were performed. Prior to the procedures arterial stenosis was 60% and venous stenosis was 80%. Post procedure results noted arterial and venous stenosis 20% with good flow. That same day, the events were considered resolved. Approximately 150 days post conduit implant, the subject experienced a thrombosis of vascular access of moderate intensity and stenosis of vascular access of moderate intensity. The subject underwent an access angiogram, angioplasty and thrombectomy. Following these procedures, a post procedural arteriogram showed no evidence of any arterial embolus and final angiogram demonstrated good flow. Both events were considered resolved that same day. Approximately 345 days post conduit implant, the subject experienced a thrombosis of vascular access of moderate intensity. On the same day, a thrombectomy was performed revealing an 80 % stenosis at the venous anastomosis treated with balloon angioplasty. An 80 % stenosis of the left subclavian vein was treated with balloon angioplasty. On the same day, the event was considered resolved.

Event description:
It was reported that approximately 49 days post conduit implant, the subject experienced a thrombosis of vascular access and stenosis of vascular access. Angioplasty and thrombectomy performed resulted in good flow and the event was considered resolved. Approximately 150 days post conduit implant, the subject experienced a thrombosis of vascular access and stenosis of vascular access. The subject underwent angioplasty and thrombectomy; final angiogram demonstrated good flow and the event was considered resolved. Approximately 345 days post conduit implant, the subject experienced thrombosis of vascular access and stenosis at the venous anastomosis. A thrombectomy and balloon angioplasty was performed and the event was considered resolved. New information: it was reported that approximately 161 days post conduit implant, the subject experienced a thrombosis of vascular access and stenosis of vascular access at the venous anastomosis. The subject was scheduled to have hemodialysis but it was unable to be done due to a clotted graft. The subject underwent a thrombectomy and angioplasty that resulted in good flow and the event was considered resolved. Approximately 182 days post conduit implant, the subject experienced a thrombosis of vascular access and stenosis of vascular access. The subject was referred from the hemodialysis unit for a thrombectomy due to the clotted graft. The following day, thrombectomy and angioplasty were performed, final angiogram revealed good flow and the event was considered resolved. Approximately 191 days post conduit implant, the subject experienced a thrombosis of vascular access and stenosis of vascular access at the venous anastomosis. The subject was scheduled to have hemodialysis but it was unable to be done due to a clotted study conduit. The subject underwent thrombectomy and angioplasty; final angiogram demonstrated good flow and the event was considered resolved. Approximately 208 days post conduit implant, the subject¿s access was found to be clotted and thrombectomy and angioplasty was performed. Final angiogram demonstrated good flow and the event was considered resolved. New information: it was reported that approximately 332 days post conduit implant, the subject experienced a thrombosis of vascular access and stenosis of vascular access at the venous anastomosis. The subject underwent thrombectomy and angioplasty. There was good flow at the end of the procedure and the event was considered resolved.

Manufacturer narrative:
H10: manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the graft. Based upon the available information, the definitive root cause is unknown. Labeling review: the instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device.

Event description:
It was reported that approximately 49 days post conduit implant, the subject experienced a thrombosis of vascular access of moderate intensity and stenosis of vascular access of moderate intensity. Approximately 50 days post conduit implant, an angiogram, angioplasty and thrombectomy were performed. Prior to the procedures arterial stenosis was 60% and venous stenosis was 80%. Post procedure results noted arterial and venous stenosis 20% with good flow. That same day, the events were considered resolved. Approximately 150 days post conduit implant, the subject experienced a thrombosis of vascular access of moderate intensity and stenosis of vascular access of moderate intensity. The subject underwent an access angiogram, angioplasty and thrombectomy. Following these procedures, a post procedural arteriogram showed no evidence of any arterial embolus and final angiogram demonstrated good flow. Both events were considered resolved that same day. Approximately 345 days post conduit implant, the subject experienced a thrombosis of vascular access of moderate intensity. On the same day, a thrombectomy was performed revealing an 80 % stenosis at the venous anastomosis treated with balloon angioplasty. An 80 % stenosis of the left subclavian vein was treated with balloon angioplasty. On the same day, the event was considered resolved. New information: it was reported that approximately 161 days post conduit implant, the subject experienced a thrombosis of vascular access of moderate intensity; stenosis of vascular access of moderate intensity at the venous anastomosis; and stenosis of vascular access of moderate intensity at the central vein. The subject was scheduled to have hemodialysis but it was unable to be done due to a clotted graft. Approximately 162 days post conduit implant, the subject underwent an outpatient access angiogram, thrombectomy and angioplasty. An angiogram revealed a 60% stenosis in the left subclavian vein, normal superior vena cava, no abnormalities in the draining veins, and an 80% stenosis at the venous anastomosis. Following these procedures, a post procedural arteriogram showed no evidence of any arterial embolus and a final angiogram demonstrated good flow. The events were considered resolved that same day. Approximately 182 days post conduit implant, the subject experienced a thrombosis of vascular access of moderate intensity and stenosis of vascular access of moderate intensity. The subject was referred from the hemodialysis unit for a thrombectomy due to the clotted graft and the procedure was scheduled for the following day. Approximately 183 days post conduit implant, the subject underwent an outpatient access angiogram, thrombectomy and angioplasty. An angiogram revealed no stenosis in the central veins, normal superior vena cava, no abnormalities in the draining veins, and an 80% stenosis at the venous anastomosis. Following these procedures, a post procedural arteriogram showed no evidence of any arterial embolus and a final angiogram demonstrated good flow. The events were considered resolved that same day. Approximately 191 days post conduit implant, the subject experienced a thrombosis of vascular access of moderate intensity; stenosis of vascular access of moderate intensity at the venous anastomosis; and stenosis of vascular access of moderate intensity at the central vein. The subject was scheduled to have hemodialysis but it was unable to be done due to a clotted study conduit. The subject underwent an outpatient access angiogram, thrombectomy and angioplasty the same day. An angiogram revealed an 80% stenosis in the right subclavian vein, normal superior vena cava, no abnormalities in the draining veins, and an 80% stenosis at the venous anastomosis. Following these procedures, a post procedural arteriogram showed no evidence of any arterial embolus and a final angiogram demonstrated good flow. The events were considered resolved that same day. Approximately 208 days post conduit implant, the subject¿s access was found to be clotted at hemodialysis and he was referred to the site. Approximately 209 days post conduit implant, the subject experienced a thrombosis of vascular access of moderate intensity; stenosis of vascular access (intensity: moderate) at the venous anastomosis, stenosis of vascular access (intensity: moderate) at the arterial anastomosis, and stenosis of vascular access (intensity: moderate) at the central vein. The subject underwent an outpatient access angiogram, thrombectomy and angioplasty. An angiogram revealed an 80% stenosis in the left subclavian vein, normal superior vena cava, no abnormalities in the draining veins, and an 80% stenosis at the venous anastomosis. Following these procedures, a post procedural arteriogram showed no evidence of any arterial embolus and a final angiogram demonstrated good flow. The events were considered resolved that same day.

Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway.